Manufacturer narrative:
The field service engineer (fse) determined 35v power failure was caused by the motor controller (mc) board. It was not caused by the power management board. The fse replaced the mc board and the issue was resolved. The power management board was not replaced.

Manufacturer narrative:
(B)(6) 2020. (B)(6) 2020.

Event description:
It was reported the device would not turn on. There was no patient involvement. The field service engineer (fse) determined 35v power failure was caused by the power management board. The fse replaced the power management board and the issue was resolved.